Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the hospital with a gastrointestinal bleed. A blood test was performed, and low hematocrit was detected. The patient was stable and discharged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event

Event description:
It was additionally reported that the patient had melena and anemization and was given blood products.